Event description:
During a device change out procedure, it was discovered that there was high out-of-range shock impedance on the right ventricular (rv) lead of this ICD system. The shock impedance measurements were between 160-170 ohms in the trended device data. When connected to the new ICD, a commanded shock was delivered and the impedance measured greater than 125 ohms. Defibrillation threshold (dft) testing was then done. The rhythm was converted successfully and the impedance was 114 ohms. Boston scientific technical services (ts) recommended replacing the rv lead during the procedure as the shock impedance was very high. The physician elected to leave the rv lead in service and to monitor closely via the remote monitoring system. The device change out procedure was successfully completed and no additional adverse patient effects were reported. This ICD remains in service.